Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose and was healthcare professional recommended that infusion set be replaced. Customer reported that there was a 911 call on (B)(6) 2016. Customer was taken to the hospital with blood glucose of 535 mg/dl. Customer was still in the hospital at the time of call. Customer was wearing insulin pump at the time of 911 call but insulin pump was removed while at the hospital. Customer was treated with insulin IV drip. Customer reported of receiving no delivery alarms and insulin pump was making a noise never heard before while giving a bolus delivery. During troubleshooting, insulin pump passed high pressure test. Customer was advised that supplies would be replaced.